Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat a calcified, 75% stenosed lesion located in the severely tortuous lcx (left circumflex) artery with a 2.50x20mm taxus liberte drug eluting stent. The stent delivery system was unable to cross the lesion. It was noted "the mid portion of the stent was lifted-up." The procedure was completed with another of the same device. There were no reported patient complications. The patient's status is listed as "no problem."

Manufacturer narrative:
(B) (4)